Event description:
After rn (registered nurse) primed new IV tubing, it would not run on or off the IV pump. New IV set obtained and functioned without any problems. Manufacturer response for intravenous tubing, bd alaris pump infusion set (per site reporter) equipment failure reported via email to customer_support@bd.com. Equipment is available to return to manufacturer for investigation with mailing labels provided by manufacturer.